Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thinks their ins got "weaker or something like that." Unknown if they are referencing the battery or therapy. They stated the doctor will be replacing the battery but they were looking for additional information.